Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze the cause of the reported image resolution poor is due to patient anatomy. The cause of the reported difficult to remove (anatomy) appears to be due to the reported image resolution poor. The reported tissue injury is a cascading effect of the reported difficult to remove (anatomy). The reported patient effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult clip removal and tissue damage it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, mitral annular calcification (mac), and calcium on the chordae. It was noted imaging was challenging throughout the procedure. A mitraclip ntw was placed at a2/p2, but during inversion to the left atrium (la), it become stuck on chordae. Troubleshooting was performed and the clip was freed from the chordae. While pulling the clip back into the left atrium (la), the clip slightly tore the posterior leaflet. The clip was then deployed on the mitral valve. To further reduce mr and treat tissue damage, two additional clips were placed on both sides of the first clip, reducing mr to a grade of <1. The following day, echocardiography was performed and it was observed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tissue damage. The physician was unable to determine which of the three implanted clips had the slda. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.